Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/oct/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, malposition, pain.

Event description:
Patient reported having a left side device removal due to implant malposition. Patient additionally reported having left side severe breast pain. Healthcare professional later reported left device had previously been re-implanted, but has subsequently ruptured. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Patient reported having a left side device removal due to implant malposition. Patient additionally reported having left side severe breast pain. Healthcare professional later reported left device had previously been re-implanted, but has subsequently ruptured. Device has been explanted.